Event description:
Healthcare professional reported a right side "textured silicone filled implant" and "change in the size." Healthcare professional additionally reported a bilateral rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "textured silicone filled implant" and "change in the size." Healthcare professional additionally reported a bilateral rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, white calcification/brown particles in the surface of the shell and weight to the spec. A microscopic analysis was performed which identify two opening striated in the anterior side. Based on the device analysis the final assessment is: two striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a right side "textured silicone filled implant" and "change in the size." Healthcare professional additionally reported a bilateral rupture. Device has been explanted.